Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a vitreous handpiece did not work. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4)

Event description:
New information received from the customer stating the event occurred before surgery. There was no patient involved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The system was examined and the reported event was not replicated. The reported event was confirmed and attributed to the non-conforming laureate anterior vitreous (vit) handpiece. The system was tested and found to meet product specifications. The system was manufactured on august 25, 2009. Based on qa assessment, the product met specifications at the time of release. The handpiece was manufactured on july 23, 2012. Based on qa assessment, the product met specifications at the time of release. The system met specification. The cause of the reported event can be attributed to the non-conforming anterior vit handpiece. However, how that handpiece became non-conforming remains inconclusive. (B)(4).